Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 10 bd vacutainer® sst¿ blood collection tubes had foreign matter in the gel, 3 tubes were deformed, 91 tubes had defective print markings, 1 tube had a "dirty" shield, 2 tubes had foreign matter embedded in them, 23 tubes were "dirty", 88 tubes had air bubbles in the gel, and 2 tubes had air bubbles in them. All defects were found before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "fm in separator x10. Deformed tube x3. Defective marking x91. Dirty shield x1. Embedded fm x2. Dirty tube x23. Air bubbles in gel x88. Air bubbles in tube x2."